Event description:
Per the clinic, it was reported that the electrode array had migrated out of the cochlea following head trauma (date not reported). The patient subsequently underwent revision surgery (date not reported); however, during the procedure the mp2 silicone sheet was inadvertently cut, resulting in a decision to explant the device. The device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the the majority of the electrode array had migrated out of the cochlea resulting in loss of benefit. Device analysis report attached.